Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's daughter called technical services and stated the patient had peritonitis. On follow-up with the patient's nurse he confirmed the patient's effluent was cultured at the clinic on (B)(6) 2016 and the culture results revealed peritonitis. The patient was treated with vancomycin (dose and frequency not reported). The patient's nurse was not entirely sure of the origin of peritonitis; however the patient on occasion forgot to use his hand sanitizer prior to treatment. The nurse reported the patient has fully recovered from peritonitis and his effluent was clear. The patient continued continuous cycler-assisted peritoneal dialysis (ccpd) treatments.

Manufacturer narrative:
Clinical review of the medical records did not reveal a causal relationship between the liberty cycler and the peritonitis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.